Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that as the md was "pulling out the epidural catheter the catheter broke inside the pt." The md stated: "the pt went home on saturday ((B) (6) 2009) with no symptoms. Computed tomography (CT scan) confirmed the retained catheter. A neurosurgeon advised leaving it alone. The pt has the md's number with instructions to call with any questions, or if she should develop any back or leg pain/numbness. Additional info obtained stated "the rn was trying to remove the catheter and she felt resistance. The rn requested that the md remove the catheter. The md also found that there was resistance, so he asked the pt to flex forward, and to move to her side. At this time the epidural catheter felt like it was moving out of the pt, so the md pulled it a little more and the catheter broke off. The pt was taken to x ray, and had a CT scan done. The piece of catheter that was left inside the pt was deemed to be of a non life threatening nature.